Event description:
It was reported that on (B)(6) 2022, a 26mm amplatzer septal occluder was selected for implantation using a 10f amplatzer torqvue delivery system. During the procedure, during deployment, the device deformed into a bulbous shape. The device was not implanted and never released inside patient anatomy, there was no angulation or kink noted in the delivery system, and there was no interaction with cardiac structures during deployment. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No device was ultimately implanted. The patient was reported to be stable and discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from field indicated that the 10f abbott delivery sheath was used, there was no interaction with cardiac structures during deployment, or no angulation or kink in the delivery system was noted. Based on the information received, the cause of the reported event could not be conclusively determined.h6: investigation codes 4114, 3221 and 4315 were removed.